Manufacturer narrative:
(B)(4). The service engineer inspected the device and the liquid crystal display was replaced. The ventilator was returned to use.

Event description:
It was reported that the position where it was to be affected by touching seemed to be a little out of alignment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the ht70 ventilator auto lock couldn't be cancelled. The device was replaced. No patient harm reported. After turning off and on, the condition came not to appear.

Manufacturer narrative:
A ht70 ventilator display was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.